Manufacturer narrative:
Report originally submitted with cfn# (B)(4); the correct cfn# is (B)(4).

Event description:
It was reported to philips that the device has fault limiting its use. A philips repair bench technician evaluated the device and confirmed the issue. The issue was traced to a faulty processor pca and therapy port. The technician ordered a replacement processor pca and therapy port. Upon receipt of the backordered part(s), the repair bench technician will replace the multiple parts. Upon repair, the device will be returned to the customer. As multiple components were ordered in the process of repairing the device, a definitive cause for the failure could not be determined. If additional information becomes available, this complaint will be re-opened.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has fault limiting its use. There was no patient involvement.